Manufacturer narrative:
(B)(4). The used device was returned for evaluation. Visual inspection and functional flow testing were performed and revealed air in the filter of the device. The cause of the condition was determined to be a manufacturing issue. To address the issue, the supplier of the component has been notified of the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clearlink extension set, air was observed in the filter. No additional information is available.